Event description:
A mid-50s female patient had bilateral l4-5 lateral recess decompressions, l4-5 intertransverse fusion using bone morphogenic protein, mastergraft. Three-d x rod and screw constructs were implanted at l4-5 for spinal stenosis and instability. One month later, the patient began to experience genital area numbness, then numbness in her left leg and left side of her face, then headache. She developed lesions in brainstem and thoracic spine cords. Testing suggests demyelinating disease. These events are temporal related, but the physician cannot conclude there is a causal relationship.